Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at a third-party service center, a ventilator inoperative error code was confirmed in the event log. The technician recommended replacing the device's circuit board to address the issue. Additionally, unrelated to the reportable malfunction, during the evaluation of the device at third-party service center, an error code related to pressure regulation and an error code related to an ac power supply informational message or software power fail was confirmed in the event log. The technician recommended replacing the device's circuit board to address the issue.